Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter's phone#: (B)(6). A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident.

Event description:
It was reported that during centrifuge a bd vacutainer® cpt¿ glass tube broke. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.